Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's venous access was occluded on the left and has been "passing out." It was also reported that the right ventricular (rv) lead exhibited high/increasing thresholds. The right atrial (ra) and right ventricular (rv) leads were inactivated and replaced with a right sided pacing system. No further patient complications have been reported as a result of this event.